Event description:
Pump returned to MFR for analysis with report that pump had "quit working - had same amount still in pump from previous refill." F/u was hcp revealed that pt experienced no withdrawl as pt gets generous oral medications to cover the discomfort in that living situation. Pt has recovered post replacement and is doing fine now.